Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2017-00528. Under a different suspect medical device. The suspect medical device was changed on (B)(6) 2017 upon further investigation of the customer issue. The customer's instrument logs were reviewed for the samples tested in (B)(6) 2017. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation review (or equivalent) of the affected instrument serial number has been reviewed and no contributing factors to the complaint could be identified. Accuracy testing was also performed to evaluate the performance of reagent lot 77015m800. An internal ca 125 ii panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a falsely decreased architect ca-125 result of <1.0 u/ml was generated for patient sample (B)(6) on (B)(6) 2017. No error messages were generated. The same sample was automatically retested twice and the results were 24.3 and 25.4 u/ml. No adverse impact to patient management was reported.